Event description:
Voluntary medwatch received states that there were inappropriate atrial tachycardia response (atr) episodes from an unspecified over-sensing on the right atrial (ra) lead. Programming changes were discussed but not made. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5166342.